Manufacturer narrative:
The site surgeon, (B)(6). Declined to provide the patient identifier. On 07/14/2016 a medtronic representative, following-up at the site, reported that during the procedure, when the alleged issue occurred, the incision was made and the skin had been folded over, however, the craniectomy had not been made. Reported issue was resolved at the time of the event. No further issues have been reported. Issue resolved, evaluation not required.

Event description:
A site representative reported that, while in a spine procedure, the surgeon registered the patient without issue. When the surgery was at the start, there was no connection to the axiem box/emitter. The emitter symbol was "crossed-out". Trouble-shooting was performed, via telephone, with a medtronic representative then power was lost to the axiem box. The loss of power was determined to be due to a disconnected power cable. A site biomed representative re-connected the power cable and normal function was restored. The surgeon verified accuracy was intact and proceeded with the surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.